Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was in e.r having emergency surgery to remove the essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove essure and fallopian tubes(bilateral salpingectomy)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('1 coil in stomach/ 1 in side way in my tubes/2 were on top of eachother in right tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "3 set of colis inserted". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("1 in uterus"), pelvic pain ("pain"), abdominal pain upper ("stomach pain") and pyrexia ("fever"). The patient was treated with surgery (remove essure and fallopian tubes(bilateral salpingectomy)). At the time of the report, the device dislocation, device expulsion, pelvic pain, abdominal pain upper and pyrexia outcome was unknown. The reporter considered abdominal pain upper, device dislocation, device expulsion, pelvic pain and pyrexia to be related to essure. Concerning the injuries reported in this case, the following one was described in social media:had 6 coils 1 coil in stomach/ 1 in side way in my tubes/2 were on top of eachother in right tube quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter's information added.event: medical device removal were updated to event: pain new event: had 6 coils and 1 coil in stomach/ 1 in side way in my tubes/2 were on top of each other in right tube were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I was in emergency room having emergency surgery to remove the essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (remove essure and fallopian tubes(bilateral salpingectomy)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.